Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. No specific patient/procedure information regarding additional events has been provided. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2004 and the mesh was implanted. It was reported that the patient has not been able to pass urine herself since the procedure. It was also reported that the patient had several procedures to try to fix it. It was also reported that the patient has constant pain from the mesh. It was also reported that the patient's legs are numb and painful. No additional information was available.